Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro tips of the jaws were broken. The hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2017 10:09 am (gmt-4:00) added by (B)(6): internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the harvesting handle. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip and the center of the jaw. The wire remained in place at the base of the jaws. Based on the condition of the device, the reported complaint was confirmed for the reported failure mode "bent wire".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro tips of the jaws were broken. The hospital did not report any patient effects.